Manufacturer narrative:
Minor disconnect in rail, no expected health consequence, change in welding technique completed in 2021.

Event description:
End user was riding the stairlift upward, when they heard a pop. They safely rode to the nearest stop and exited lift with no injury. End user identfied a small break in rail, unit appeared functional and unscathed.